Event description:
It was reported by the patient's parent that the implantable cardiac monitor (icm) is not recording episodes. Additional information received by the clinic indicated that the clinic has not been notified of any issues related to the icm and has not seen the patient in eighteen months. At the last clinic visit, the parent reported a concern regarding the icm not recording episodes. The device was interrogated and appeared to have appropriate storage and recordings of events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.